Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the inside of the light guide lens was discolored. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to correct the aware date field (g3) of the initial medwatch report. The correct aware date of the reportable malfunction should be april 15, 2024. H6 conclusion code was also updated. The information provided does not change the outcome of the previously reported investigation conclusion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/discoloration in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of the adhesive peeling from around lens due to impact stress and or chemical stress due to the chemical solution used and allowing moisture to enter the lens. Because the foreign matter was attached to an area other than the outer surface of the scope, it was likely not possible to be removed during reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.